Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 172 mg/dl. The customer stated that the no delivery alarm occurs during the priming process. The issue was resolved by a infusion set change, but the customer does not want to return the infusion set or the reservoir back for analysis. The customer also mentioned that he fell in the pool with their insulin device attached to them and would like a replacement. The customer states that the insulin pump stopped working. The customer will call back with the serial number on the broken insulin pump to start the process for a replacement pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.